Event description:
It was reported that pump experienced recurring malfunction alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require assistance from a third-party. Technical support guided customer through pump reset, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed customer to set up replacement pump when able and to call back if malfunction alarms appeared again.